Event description:
Sorin group received a report that a pump displayed error code and stopped during a case. There was no report of pt injury.

Manufacturer narrative:
Manufacture date will be provided in a follow-up report when available. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that a pump displayed error code and stopped during a case. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to evaluate the pump. The representative was able to reproduce the error code. The pump and controller were replaced. The equipment will be returned to sorin for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.